Event description:
The manufacturer's representative reported that the patient was "not getting any efficacy". The patient was experiencing "loss of spasticity relief." An x-ray was performed revealing that the pump connector was "slightly off pump". Dye and rotor studies were "fine". The patient was given a 50 mcg bolus and returned to simple continuous and excellent relif was noted. The hcp believes that "there may have been a mass or some type of occlusion ahnd that the dye study cleared this". An MRI was performed- results are unknown. Final patient outcome was not reported. The catheter was implanted several years ago.